Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly resulting in the device incorrectly classifying episodes as atrial fibrillation was observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.